Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 92% stenosed 2.7x9mm target lesion located in the proximal circumflex artery. Treatment consisted of pre-dilation with another manufacturers 2.0x10mm balloon and the placement of a 2.75x12mm taxus liberte drug eluting stent deployed at 16 atm's resulting in 0% residual stenosis. The target vessel was moderatly tortuous and balloon withdrawal resistance was noted during the procedure. The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.